Manufacturer narrative:
Device technical analysis: visual inspection of the device noted that no abnormalities or defects were found on the exterior of the sheath. The faradrive steerable sheath was leak tested and did not pass leak tests. Microscopic inspection also revealed a tear in the flush lumen flush lumen torn where the adhesive fillet bonds the lumen to the valve hub, creating a leak path. Inspection of the hemostatic valves did not find any abnormalities linked to a potential contribution to the allegation.

Event description:
The faradrive steerable sheath clear was selected for use during the pulmonary vein isolation procedure to treat atrial fibrillation (a fib). It was reported that the flushing port was kinked which made flushing impossible. After multiple attempts to flush, the sheath was then replaced. The procedure was completed successfully without patient complications. The device was returned, and an analysis was performed. It was found that the flush lumen was torn where the adhesive fillet bonds the lumen to the valve hub, creating a leak path that compromises the sheath's ability to seal pressure and fluid within the device. The investigation found the flush lumen torn where the adhesive fillet bonds the lumen to the valve hub, creating a leak path that compromises the sheath's ability to seal pressure and fluid within the device.